Manufacturer narrative:
Per the instructions for use IFU coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention eg percutaneous coronary intervention pci. There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia can result in this complication. The edwards thv manuals advise the operator on preprocedure assessment of the aortic valve root and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. In this case there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the event was unable to be confirmed but likely due to patient factors of bulky calcification on noncoronary cusp ncc and the right coronary cusp rcc. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the 26mm sapien 3 valve implantation via transfemoral tavr procedure, the aortography performed after the valve implantation revealed obstruction of left coronary artery (lca). Percutaneous coronary intervention (pci) was performed and the obstruction resolved. Per medical opinion, bulky calcification on non-coronary cusp (ncc) and right coronary cusp (rcc) seemed to be pushing back the valve toward left coronary cusp (lcc) side. Because of this, both the valve and the lcc were compressing lca ostium and caused the obstruction.